Event description:
It was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.